Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Broken occluder feet were observed during visual inspection. Leak testing and clamp function testing both failed due to the broken occluder feet. The reported condition was verified. An assignable cause of the broken occlude feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the blue pieces on the minicap transfer set was broken and the white part (twist clamp) to open or close the set was not tightening. This event occurred during use with patient involvement. Product surveillance (ps) contacted the registered nurse (rn) regarding the damaged transfer set. The patient had not been having any difficulty with their transfer set prior to the reported event. The rn clarified the damage was that the ¿light blue part¿ and the ¿white part¿ of the transfer set would not lock into place; the rn was able to continue twisting the ¿white part¿ and the transfer set would not close. The rn stated the ¿flanges¿ seemed broken. The patient had their transfer set replaced and had been able to successfully complete therapy since the replacement. There was no patient injury or medical intervention associated with this event. No additional information is available.